Manufacturer narrative:
Final analysis of the lead revealed a short between circuits 1 and 3 on the proximal end of the conductor. It was noted that on the #3 conductor, the outer conductor insulation was abraded. Final analysis of the stylet revealed breached parylene coating. It was noted that the stylet wire was bent at the distal end. (B)(4).

Event description:
Laceration in the innominate svc occurred during the procedure. A sternotomy was performed, the patient did not "crash" and there was no noticeable drop in bp.